Event description:
It was reported that during a coronary stent procedure, the physician was unable to advance the stent in a vein graft. The entire system was removed from the pt. No pt injuries or complications occurred.